Event description:
Initial surgery: repair of umbilical hernia with mesh. Returned three days later with small bowel obstruction; procedure: laparoscopic enterolysis, removal of mesh and closure of fascial defect. Placement of interceed adhesion prevention barrier.